Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during clinical check the implantable pulse generator (ipg) had device battery depletion during warranty time that was indicated as premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.